Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of scratched acoustic lens reaching the glue layer was confirmed. Based on the results of the investigation, it was presumed that the defect was caused by stress of repeated use, external factors, or handling. The root cause could not be determined. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in accordance with specifications. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, it was observed that the adhesive around the objective lens of the flex deflectable videoscope is peeling. There have been no reports of patient involvement.